Event description:
It was reported that this electrode was found to be exhibiting high shock impedance measurements during a routine follow-up. Surgical intervention was performed and the electrode was explanted and replaced. The physician observed a small abrasion in the insulation of the electrode during the procedure. No additional adverse patient effects were reported. This electrode is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
This electrode was returned in two segments, severed approximately 8.1 centimeters (cm) from the terminal end. An x-ray showed a partial fracture of the sense a and sense b cables approximately 2.5 cm from the terminal pin. Analysis also confirmed a surface insulation abrasion on the terminal boot approximately 2.5 cm from the terminal end as well. Electrode resistance measurements were intermittent, consistent with the presence of a fracture. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends in or near the s-ICD pocket region. The fractures resulted in the observed high shock impedances.

Event description:
It was reported that this electrode was found to be exhibiting high shock impedance measurements during a routine follow-up. Surgical intervention was performed and the electrode was explanted and replaced. The physician observed a small abrasion in the insulation of the electrode during the procedure. No additional adverse patient effects were reported. This electrode is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.